Event description:
It was reported, the pt's ipg was believed to have reached end-of-life. Longevity calculations were not available for confirmation. As a result, the pt's scs system was explanted and replaced. Ref MFR report#: 1627487-2013-04107 for further details on the lead. The replacement scs system resolved the pt's issue. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.